Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead was partially surgically abandoned after loss of capture became evident. Noise oversensing on both the rate/sense and shock channels had resulted in greater than 2 seconds of asystole. Rv lead impedance was noted as rising but still within normal limits. The patient had been noted as pacemaker dependent without any underlying rhythm, and due to underpacing and syncope, was in the emergency room. Troubleshooting options were limited. Isometrics could not reproduce the issue.

Manufacturer narrative:
Some time later, the rate/sense portion of this lead was returned to service.